Event description:
It was reported the patient programmer "-" button increases the amplitude. Follow up determined the patient was sent a new programmer and the sjm representative met with the patient and was able to successfully reprogram the system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.